Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. The oxygen sensor replaced and est (extended systems test) performed, passed est, touch screen was calibrated. Performed preventive maintenance, uvt (user verification tests), and ovp (operational verification procedure) according to manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea ventilator has fio2% reading high and unable to change the settings for the fio2%. Patient involvement is unknown.